Manufacturer narrative:
(B)(4).

Event description:
A report was received the patient will undergo an ipg replacement procedure due to charging and communication difficulties. The physician suspects device malfunction.

Event description:
A report was received the patient will undergo an ipg replacement procedure due to charging and communication difficulties. The physician suspects device malfunction.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received the patient will undergo an ipg replacement procedure due to charging and communication difficulties. The physician suspects device malfunction.